Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The annulus perimeter was 71.0mm. A a pre-dilation performed with a 20mm non-abbott balloon. The valve was implanted at a dept of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cups (lcc). There was mild perivalvular leak (pvl) noted with a 2 mmhg gradient across the valve when the patient departed the procedure room. On (B)(6) 2025, the patient had a follow up echocardiogram (echo) and showed the pvl as mild to moderate. There was no reintervention is planned for the patient at this time. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. Potentially, due to procedural conditions (implant depth), however this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.